Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced cfg axes controller platform (acp), two -axes connector and pca axies controller platform backplane on printed circuit assembly (pca) to resolve the issue with error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci system preventative maintenance that a repeated error occurred. The intuitive surgical inc field service engineer (fse) swapped axes controller platform (acp) 4, but the issue remained unchanged. The fse replaced several system components to resolve the issue. There were no reports of patient involvement.